Manufacturer narrative:
The manufacturer's field service engineer traveled to the facility to investigate the console. Examination of the console found that the right outlet valve screw had backed out of the valve shaft. This caused the valve to jam between the bearing and the nylon spacer. The valve assembly was replaced and the console then passed operational verification tests. The hospital uses a "continuous warm cardioplegia delivery" method where the heart remains warm during the procedure as opposed to cold cardioplegia. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The sales representative reported an issue encountered with the mps console during use at the hospital. The manufacturer's field service engineer (fse) contacted the sales representative the next day to arrange his visit to investigate/repair the console at the facility and was notified verbally that the patient had not survived the procedure. The fse was told the console made a loud "pop" sound then ceased to function as though it was jammed. The console was repaired on-site. Additional information obtained verbally from the chief perfusionist was that the patient had "almost crashed" prior to the start of the procedure, and the procedure was in process approximately 4.5 hours when the alleged error code/console issue occurred. The perfusionist stated that it took about 13 minutes to swap out consoles because hospital staff brought in an older model console that required an isolation transformer. The perfusionist stated the patient had died during the procedure but did not provide exact time other than it was after the consoles were swapped. Requests to obtain additional information have not been successful.